Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(6). Product ID: 9735821r, serial/lot #: (B)(6). Product ID: 9735820r, serial/lot #: (B)(6). Product ID: 9736411, serial/lot #: (B)(6). Product ID: 9735764r, serial/lot #: (B)(6). H3/h6: the system was serviced and multiple computer hardware components were replaced. Codes b01, c07, and d02 apply. Product 9735821r was returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility, intermittent illuminator voltage low, and intermittent illuminator current low. Otherwise, the psu passed an accuracy test. Codes b01, c02, and d02 apply. Product 9735820r was returned and analyzed. There was no failure found with the returned polaris spectra system control unit (scu). Codes b01, c19, and d14 apply. Product 9736411 was returned and analyzed. There was no failure found with the returned ssd. Codes b01, c19, and d14 apply. Product 9735764r was returned and analyzed. There was no failure found with the returned computer. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system's positioning sensor unit (psu) was intermittently functioning. The robe in use (unknown) and patient reference frame would enter and exit tracking randomly. The site switched spheres on the probe, but the issue did not resolve. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was unrelated to software as there was a hardware failure with the camera that was previously reported. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.